Event description:
While inserting probe/filshie clip applicator into an ethicon 7/8 trocar, reducer from inside trocar fell into the pt. While inserting grasper into trocar to attempt retrieval of reducer, gas was lost leading to loss of vision of reducer. Unable to retrieve reducer from pt.

Event description:
Add'l info rec'd from MFR 11/22/02: the implicated device was not returned for analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process. The device was not returned for analysis, therefore it could not be determined if the reported event was or was not attributable to the device.